Manufacturer narrative:
The report event of a stretch helix was confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the helix to be stretched and clogged with blood/tissue. No further anomalies were detected.

Event description:
It was reported that the patient presented at clinic for a right atrial (ra) lead implant procedure. During repositioning of the ra lead, the helix became stretched. The procedure was completed using an alternate ra lead on (B)(6) 2025. The patient was stable.